Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that an unspecified malfunction alarm occurred. Multiple attempts were made by tandem technical support to address the issue¿s, but no response was received. There was no reported adverse impact.